Event description:
It was reported that the unit would not make ice properly during patient use. Additional information: the customer reported the ice block melted and the unit would not make a second block of ice after 3 plus hours of operation. Customer brought in a second device and used the ice block for cardioplegia side to finish case. No patient effect was reported. MFR ref # 8010762-2015-00220. (B)(4).